Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient complained that their recharger is taking too long to charge their battery. They had the charger cable plugged in for 4 hours but would not move past one bar. They checked with the programmer and it still shows 25%. A replacement recharger (insr) was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# unknown. Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown, h3. Analysis for the desktop charger revealed the adapter port pins broken and bent. The inside cables were exposed, cut/broken, and frayed. The complaint was confirmed. H6 codes belong to the desktop charger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.